Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedances out of range. A few month later, it was noted a significantly drop on the pacing impedances. Technical services (ts) recommended to bring the patient into the clinic. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedances out of range. A few months later, it was noted a significantly drop on the pacing impedances. Technical services (ts) recommended to bring the patient into the clinic. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.